Event description:
It was reported that during an unspecified cystoscopy procedure, the device was difficult to remove due to stone fragments that had migrated distally and accumulated around the scope leading to friction and a super tight seal. There was no alleged malfunction of the device. Extravasation and bleeding occurred which were concerning to the physician for ureteral avulsion. A double j ureteral stent was advanced and deployed and an 18 french coude foley was placed to maximally drain the kidney to temporize the situation with plans for later repair. Due to the extent of the injury and the patient¿s anticoagulation, the physician felt the patient had a high risk of hematoma formation and the vascular supply to the ureter was likely disrupted. It was determined the patient would most benefit from maximal urinary drainage via foley, stent and nephrostomy tube.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00148. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Update to d4, d9 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the customer report was not confirmed during evaluation, the definitive root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.